Event description:
The helix on this lead would not deploy properly during the implantation procedure. Therefore, it was not implanted. Note: this event occurred sometime in (B)(6) 2010 and was not reported until july 1, 2010.

Manufacturer narrative:
(B) (4)the analysis on this device is pending.

Event description:
The helix on this lead would not deploy properly during the implantation procedure. Therefore, it was not implanted.note: this event occurred sometime in (B) (6) 2010 and was not reported until july 1, 2010.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4). Damage was sustained to the helix, the analysis could not determine when this damage incurred, but it doesn not conform to established specifications.